Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: k-wire device. Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the device failed pretest for check gripping power and function, check for untrue running, check clamping range, check for smooth running, check the cannulation, and marking and labeling. During service/repair, it was determined that the clamps were worn, the press ring was not seated properly, the marking and labeling were faded, and the bearing was corroded. It was determined that the issues were consistent with improper maintenance. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the quick coupling device was not catching the wire (k-wire device). During in-house engineering evaluation, it was observed that the device failed pretest for check for untrue running. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.